Manufacturer narrative:
The customer returned the suspected contour next link meter. No test strips were returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Customer's weight was not provided.

Event description:
At 8:16 p.m., the customer performed blood glucose tests with the contour next link meter and a non-ascensia meter obtaining readings of 261 mg/dl and 119 mg/dl respectively. There was no allegation of an adverse event. The customer did not have any test strips left, therefore, the test strips are not expected to be returned. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.